Event description:
It was reported that the spinal cord stimulation system was implanted on (B)(6) 2011 and "fixation" occurred on (B)(6) 2012. Suspect movement of system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).